Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator; the unit displays circuit disconnect and circuit occlusion alarms. The customer reported running calibrations and they passed but when running characterization tests, the exhalation valve test failed. The customer stated this was during pre-use so there was no patient involvement.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.